Event description:
Multiple samples from one patient were tested for estradiol over a span of 14 days. The estradiol results from one sample were discrepant. The original estradiol result, generated on the elecsys 2010 disk analyzer (serial number (B)(4)), was 55.1 pg/ml. This result was reported outside the laboratory. The sample, repeated (B)(6) 2010 on the same analyzer, gave a result of 50.61 pg/ml. The same sample repeated (B)(6) 2010 at an outside laboratory, using roche eclia methodology, gave an estradiol result of 74.5 pg/ml. The patient was undergoing in vitro fertilization. Patient treatment was delayed until repeat testing at an outside laboraory was performed, however, no adverse event was reported. The estradiol reagent lot number was 154701.

Event description:
A laser technician reports a wave card could not be read. Follow-up info from the surgical technician indicates the event took place during the biweekly calibration with no pts present. When the new wave card was inserted into the card reader to check how many procedures were on the card, the card reader revealed 'card can not be read'.

Manufacturer narrative:
No sample was provided for investigation. It could not be concluded that the elecsys results were falsely low based on the information provided. The specific root cause was not identified. No adverse events were reported.